Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not recharging as the controller keeps saying no device found. Since he had back surgery. The surgeon advised that he might have nicked an ins or lead wire and that some plastic may have come off as well. No symptoms were reported.